Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 15-jun-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00321 and 3008114965-2023-00322. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4).. The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4.5mm x 37mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. It was noted that only the stent component was returned for evaluation; this component was returned detached in the concomitant prowler select plus microcatheter as seen in the photo included in the complaint. The stent component was removed from the hub of the prowler select plus microcatheter and inspected under the microscope. No damages were observed (i.e., no kinks, no bends, or broken struts). Both distal ends of the stent component were noted to be completely flared. The issue documented in the complaint regarding the stent being impeded in the microcatheter hub could not be evaluated through functional test since the stent became detached during the procedure; however, this condition suggests that the introducer of the enterprise was not fully seated in the hub of the microcatheter, causing the stent to expand in the hub of the microcatheter, causing the resistance and resulting in the stent component being unable to advance further, where push/pull force was applied sufficiently to disengage the stent from the delivery wire. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the device. Based on this, the customer complaint was confirmed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7178215. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00321 and 3008114965-2023-00322. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 08-jun-2023. [Additional information]: on 08-jun-2023, additional information was received. The information indicated that the location of the target aneurysm being treated was on the left internal carotid artery (ica). The stent and the and the push wire became separated. Nothing unusual was noted about the system prior to use. Adequate continuous flush was maintained through the microcatheter. No other device went through the same microcatheter before the stent was used. There were no visible kinks or damages observed on the microcatheter. The replacement stent was not another 4.5mm x 37mm enterprise® vascular reconstruction device (enc453712). The replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter of the same product code (606s255x). There was no allegation of patient injury or negative patient impact. There was no clinically significant delay in the procedure due to the reported event. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00321 and 3008114965-2023-00322. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted aneurysm embolization procedure, the complaint stent, a 4.5mm x 37mm enterprise® vascular reconstruction device (enc453712 / 7178215) was impeded in the proximal section of the 150cm x 5cm prowler select plus microcatheter (606s255x / 31007918) and could no longer be further advanced. The physician retracted the stent, but the stent became stuck in the hub of the microcatheter. It was observed that the stent component was no longer on the delivery wire and the stent component remained in the microcatheter. The physician removed the stent and the microcatheter from the patient¿s anatomy and replaced both devise to complete the procedure. The patient was reported to be currently stable. There was no report of any negative patient impact. One photo of the complaint device was included.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The product analysis team reviewed the photo of the complaint device. The review is documented as follows: [photo review]: it can be noted in the photo that the enterprise stent is deployed inside the hub of the concomitant microcatheter. The rest of the device was not shown in the photo and cannot be reviewed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7178215. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The issue regarding a delivery wire being impeded could not be evaluated since a functional analysis needs to be performed. However, the issue regarding a stent premature detachment was confirmed based on the detached condition of the stent. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00322. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.